Event description:
It was reported that a patient underwent a revision surgery approximately 10 years post implantation. On an unknown date the patient experienced a dislocation and was fixed with a closed reduction. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822656-2022-03165. Concomitant medical products: cat #: 650-1055, cer bioloxd option hd 28mm, lot#: 3062915, cat #: 110010266, g7 osseoti multihole 56mm f, lot #: 65028850, cat #:650-1066, cer opt type 1 tpr sleve 0mm, lot #: 3065072, cat #: 110031012, vivacit-e dm bearing 28x44mm, lot #: 64912223, cat#: 00625006520, bone scr 6.5x20, self-tap/lot #: 64731780, cat #: 00625006530, bone scr 6.5x30, self-tap/lot #: j6935083, cat #: 00625006535, bone scr 6.5x35, self-tap/lot #: j6751207. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4 g3 g6 h2 h3 h6 h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. The device is used for treatment. The reported products were reviewed for compatibility with no issues noted. A review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues dislocation with closed reduction a few months post op a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided